Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 4.5 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the microintroducer sheath was observed to be damaged. Evidence of buckling was observed in the sheath approximately 0.5 cm and 1 cm proximal to the distal end of the sheath. The distal end of the dilator was observed to be slightly curved. A microscopic observation revealed the edges of the distal tip of the sheath were buckled, folded over themselves, and plastically deformed. No damage was observed on the distal tip of the dilator. While the exact cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use due to excessive manipulation and/or advancement against resistance.

Event description:
It was reported "the airlock could not be inserted into the patient, the transition between the airlock and dilator is not flush, the airlock is not flat at the tip. A replacement sheath was used, which could be inserted without any problems. When inserting the defective sheath, the skin or vessel can be injured from the inside, which can cause bleeding." Additional information received: "the device was not inserted in a patient. The wire was already there, skin incision was made, I just inserted it through the wire and noticed resistance while putting it on a wire, so checked the tip and it was damaged, so decided to ask for the new one."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the airlock could not be inserted into the patient, the transition between the airlock and dilator is not flush, the airlock is not flat at the tip. A replacement sheath was used, which could be inserted without any problems. When inserting the defective sheath, the skin or vessel can be injured from the inside, which can cause bleeding."